Event description:
Reported as corneal ulcer. Pt reported incident to (B)(6) who notified coopervision. On 01/28/2008, contacted pt by phone. Pt verbally reported lenses were purchased from the (B)(6). Wore the lenses in the evening for a total of 6 hrs. Felt discomfort immediately, but continued to wear the lenses. Pt removed the lenses after 6 hours wear and went to bed. Next am her vision was cloudy. By 6pm her eye began to hurt and pt sought medical attn at a local ER (B)(6). ER referred her to (B)(6). (B)(6) reports pt first seen (B)(6)2007. Treated for corneal abrasion with vigamox and accular ls and a bandage lens - best visual acuity 20/400. Pt improved. On (B)(6)2007, dr. Noted corneal ulcer and discontinued vigamox, accular ls and bandage lens. Prescribed zymar and bacitracin. Pt improved and on (B)(6) meds tapered off. By (B)(6)2007, pt fully recovered with only use of artificial tears (refresh). Best corrective visual acuity back to 20/20.

Manufacturer narrative:
The lens has not been returned for eval. Pt does not wear contact lenses and did not have a prescription for the subject lenses. Pt reports she purchased the lenses on-line from a website in the (B)(6) that did not require a prescription for the lenses. At this time, no other info is known about the dispenser. The lenses are "plano" with no refractive correction. Pt reports the lenses were purchased for halloween. Coopervision does not currently offer this lens for sale in the USA, but has 510k clearance to market in the USA. A review of the lot history record is ongoing. A review of the complaint history for this lot of lenses finds no other complaints for this lot and finds no other complaints of corneal ulcer for this brand of lenses in the last 12 mos. This appears to be an isolated incident and no trend has been identified. The results of the eval thus far have not found anything to indicate that the device could have caused or contributed to the pt's complaint. Conclusions: at this time there is no sufficient info to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. Should further info become available that would alter this conclusion, that add'l info will be provided.